Event description:
It was reported that during loading of a transcatheter aortic valve, a buckle in the capsule was observed, resulting in an inability to load the valve. A new delivery catheter system (dcs) was used to complete the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter aortic valve, a buckle in the capsule was observed, resulting in an inability to load the valve. A new delivery catheter system (dcs) was used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that significant resistance was felt when attempting to load the valve and the capsule was hard to close.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received without a valve loaded within the capsule. The device was received with the handle and capsule partially opened. Delamination was observed over the nitinol reinforcing frame of the capsule. There was no evidence of a buckle to the capsule. There was damage observed on the threading of the screw gear. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. An in-house valve was successfully loaded and deployed onto the dcs with no resistance experienced. No other deformation evident to the remainder of the device. The reported event capsule buckle could not be confirmed through analysis. The reported event unable to load could not be confirmed through analysis. The reported event difficult to close not be confirmed through analysis updated d9. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.